Manufacturer narrative:
Based on the claim against the product by the customer noting that errors occurred against the left master tool manipulators (mtm), an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The left mtm remote arm control (rac) was analyzed and the complaint regarding the errors was not confirmed by failure analysis. The left mtm rac was installed into a test system and run for 10 minutes. In addition, sine cycle and 20 power cycles and sitting idle for 1 hour were performed. There were no errors found. The complaint regarding errors on the left mtm was not confirmed based on failure analysis. The probable root cause of the reported errors cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the left mtm rac found no errors when installed on a test system. The product was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the customer converted to another surgeon side console (ssc) after the start of the procedure due to repeated errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an error occurred while the surgeon was suturing, grasping tissue with the left grip and a needle with the right grip. The customer attempted a power cycle, but the issue persisted. Logs confirmed errors reported by the surgeon side console (ssc) 1 left master controller. After determining the faulted console, intuitive surgical, inc. (Isi) technical service engineer (tse) recommended powering the system off and disconnecting the faulted ssc. The site converted to the second ssc to complete the procedure. The system powered on without errors. After regaining control of the instruments with ssc 2, the procedure continued. The logs indicated wheel faults against the left master tool manipulator (mtml) remote arm control (rac). There were no reports of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.